Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent could not be seen in the artery. It was then realized that the stent came off of the delivery system during preparation and was found in the trash. It was decided not to put another stent because the procedure had already taken so long, the lesion was very difficult to wire, and they felt they had used too much radiation already. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent was returned detached and separated from the stent delivery system (sds). Analysis of the returned device found the stent detached. The stent was damaged; distorted and stretched apart from the first 3 rows at both ends. The sds was not returned for analysis; therefore, examination of the crimp markings on the balloon as well as individual assessment of the catheter could not be performed. The stent protector was returned and the ID (internal diameter) was measured and is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent could not be seen in the artery. It was then realized that the stent came off of the delivery system during preparation and was found in the trash. It was decided not to put another stent because the procedure had already taken so long, the lesion was very difficult to wire, and they felt they had used too much radiation already. No patient complications were reported and the patient's status was fine.